Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation of air/water restricted flow was confirmed. During incoming inspection, the nozzle was clogged by residual liquid or foreign material coming out of forceps channel port, which had been attributed to insufficient cleaning. Additionally, the angulation up direction was out of standard and the image guide had a stain. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the air/water flow system on the evis eus ultrasound bronchofibervideoscope had air/water restricted flow issues. There were no reports of patient harm or impact associated with the event. During testing and inspection of the returned device, the nozzle was clogged with residual liquid or foreign material coming out of forceps channel port, which had been attributed to insufficient cleaning. According to the customer, the device was not cleaned, disinfected, and sterilized the product before it sent in for repair. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that blood remained in the instrument channel because the user did not clean, disinfect, or sterilize the device before sending it in for repair. The following information pertains to this event from the instructions for use (IFU): "1.4 precautions warning: all channels of the endoscope and all accessories used with the endoscope during the patient procedure must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators." Olympus will continue to monitor field performance for this device.